Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips not ligating when loaded. There was no patient injury.

Event description:
It was reported that the clips not ligating when loaded. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot#: 73j1400031 was manufactured on 09/02/2014 a total of 288 pieces. Lot was released on 09/05/2014. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. It was noticed that the device was used approximately two months post expiration date. Reference file: (B)(4)for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator clip fired which indicates that no more clips are remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. Other remarks: the IFU for this product: l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips not ligating when loading" was not confirmed based upon the sample received. One device was returned. The returned device was used approximately two months post expiration date. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined. Additional method code: 26.